Manufacturer narrative:
At this time no conclusions can be made regarding the bard/davol perfix plug (device #1) used to treat the patient. The patient's attorney alleges surgical intervention; however, no details have been provided. No lot number has been provided therefore a review of the manufacturing records is not possible. This emdr represents the bard/davol perfix plug (device #1). The patient's attorney did not make any allegations regarding the implanted bard/davol 3dmax device. Should additional information be provided a supplemental emdr will be submitted. Device evaluated by MFR? Not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2015: the patient underwent surgery for implant of an unspecified bard/davol 3dmax and an unspecified bard/davol perfix plug (device #1). The patient had subsequent surgical intervention due to the hernia mesh device. The patient is only making a claim for an adverse patient outcome against the perfix plug (device #1). The patient's attorney alleges patient experienced emotional distress.